Manufacturer narrative:
D9: device received on 11/25/2025. H3: the device and a photo were received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed, which confirmed the issue of leakage. The cause of the condition observed on the pictures provided is related to a leak at the solvent bonding joint between on either of the following subassemblies p/n 10023487-001 or p/n 10023797-001. A CAPA investigation has been initiated on 08/dec/25 to further review this failure mode and to determine root cause and implement corrective actions accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a leakage. The patient experienced severe reflux.